Event description:
Event complications: unk - reported 9/3/96. Patient's current status: unk - rpt'd 9/3/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.